Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 475 mg/dl. The customer treated with manual injection. The customer had symptoms such as going to the bathroom and dehydration. The customer also mentioned low reading of 44 mg/dl. The customer treated with food. The customer reported the drive support cap to appear normal. The product was not returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device was programmed with test glucose meter. Device communicated properly and recorded the 115 mg/dl value properly from glucose meter. No moisture damage on electronics and motor assembly noted.(B)(4).